Manufacturer narrative:
The customer has provided cd clips of the procedure. A subsequent issue was opened to accommodate the additional information. The clips indicate normal initiation of routine surgery. Attempts to drill were done using recommended instruments. The drill appeared to take excessive time excising bone; this can be due to dullness or hard bone density encountered. One side of the sutures looped in tissue on the right side of the device. This does not follow IFU recommendations. Per IFU: ¿advance the loaded suture anchor into the operative cannula. Remove excess suture slack, and advance the anchor to the prepared bone site. Do not attempt to tension the suture(s) at this time. Orient the anchor such that the free limb sutures entering the anchor are facing the tissue. Ensure that the sutures are not twisted around the anchor¿. For non-hip procedures the IFU also recommends: ¿clamp both limbs of the suture tail ends to prevent slippage¿. The clip highlights that the inner threaded plug is not fully advanced as it should be. After locating the tunnel, the device approach showed loss of axial alignment. Difficulty with placement and seating was noted. IFU cautions: ¿ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Establish and maintain axial alignment of the suture anchor with the prepared insertion site¿. Unexpected factors contributed toward eventual fracture. No root cause related to the manufacturing of this device can be established. Patient initials (B)(6).

Manufacturer narrative:
Due to no product being returned the complaint could not be confirmed. Evaluation and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. No further actions can be taken at this time. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot.

Event description:
Broken piece was removed from the patient. A backup device was available to complete the procedure.

Event description:
It was reported at the moment of impact with the anchor, some resistance was felt to continue entering the tunnel, upon following impact the device was broken. No injuries were reported.